Manufacturer narrative:
The loaner device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the button on the front panel had no response due to a faulty circuit board. Additionally, there was a blue stripe on the image when connecting with a 3d endoscope due to another faulty circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned their olympus evis exera iii video system center loaner device. The device was inspected, and during the inspection it was discovered that blue stripes were present in the right side of the image. There was no patient involvement during this event.

Manufacturer narrative:
Correction to e1, please see e1 for further detail. Correction to g2, health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a faulty printed circuit board caused the event. Olympus will continue to monitor field performance for this device.